Event description:
It was reported that pump issued altitude alarm about a year earlier, prompting message to remove and reconnect cartridge, although exact date could not be confirmed and no recent altitude alarms were found in available reports. There was no reported impact to the customer¿s blood glucose level. Customer removed cartridge from pump, reconnected it as instructed by pump alert, and issue was resolved, and no additional corrective actions were documented.